Event description:
Cortrak assisted feeding tube placement led to left lung punctured, discovered by chest x-ray; pt developed a small apical pneumothorax. During the procedure, it was difficult getting the pt to swallow. The pt was placed in palliative care on (B)(6) 2014 and died a few days later from unrelated causes.

Manufacturer narrative:
The cortrak ng tube/stylet has been discarded. The cortrak unit remains at the hospital at this time. Corpak continues working with the facility to receive the cortrak for eval.